Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(4) 2025. On (B)(6) 2025, it was reported that the patient was admitted to the hospital due to dka. Prior to the hospitalization, the dexcom app, insulin pump, and direct to watch showed egv 135 mg/dl and no fingerstick test was performed. The patient did not mention any symptoms and medications prior to the hospitalization. Upon arrival at the emergency room, the patient reported that her dexcom g7 cgm system displayed egv 135 mg/dl. However, a confirmatory fingerstick test revealed an actual blood glucose level of 666 mg/dl. Following this finding, the hospital staff instructed the patient to remove the dexcom g7 sensor. The patient was then transferred to the intensive care unit (ICU) for close monitoring. During her ICU stay, blood glucose levels were checked manually every 30 minutes via fingerstick testing. The patient remained hospitalized for five days, from (B)(6) 2025, receiving intensive care, insulin therapy via a "manual insulin pump," and frequent glucose monitoring. The patient reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was admitted to the hospital due to dka. Prior to the hospitalization, the dexcom app and direct to watch showed egv 135 mg/dl and no fingerstick test was performed. The patient did not mention any symptoms and medications prior to the hospitalization. Upon arrival at the emergency room, the patient reported that her dexcom g7 cgm system displayed egv 135 mg/dl. However, a confirmatory fingerstick test revealed an actual blood glucose level of 666 mg/dl. Following this finding, the hospital staff instructed the patient to remove the dexcom g7 sensor. The patient was then transferred to the intensive care unit (ICU) for close monitoring. During her ICU stay, blood glucose levels were checked manually every 30 minutes via fingerstick testing. The patient remained hospitalized for five days, from (B)(6) to (B)(6) 2025, receiving intensive care, insulin therapy via a "manual insulin pump," and frequent glucose monitoring. The patient reported feeling fine. Of note, the patient uses medtronic insulin pump (not available for modified closed loop with dexcom). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.